Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose was 427mg/dl and insulin pump alarmed for no delivery during manual prime. Customer states that insulin did exit. Customer states that they had air bubbles in the tubing but they are not moving. Customer performed troubleshoot but no delivery alarm did not resolve. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Product will be return for analysis.